Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, the batch sequence and the lot number of the product were not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted to isi for review. This event is being reported based on the following conclusion: the complaint acknowledges that arcing appeared within the jaws as well as spreading just outside of the synchroseal jaws, indicating the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer noticed sparks from the synchroseal jaws. They used a similar backup da vinci instrument to proceed the case with no other issues. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of the ordinary seen. When the surgeon performed synch activation on the broad ligament or uterine vessels, arcing appeared within the jaws as well as spreading just outside of the jaws. The synchroseal previously worked for about 20 min before arcing was detected. The surgeon did not notice any errors when the synchroseal issue occurred. Some target tissue was under tension during the sealing/cutting process, and some was not. There was minor tissue on the jaws. The vessel was less than 5 mm in diameter and there was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. Tissue effect was observed during the sealing/synch cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects. There was no unexpected bleeding experienced by the patient. No photographic images of the device(s) or a video recording of the procedure was available for isi review.